Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a penetrating aortic ulcer (pau) using a conformable gore® tag® thoracic endoprosthesis with active control (ctag/ac). The pau was difficult to see under angiography, but it was identified as being approximately 4cm distal to the ostium of the left subclavian artery (lsa). The device was advanced and placed just distal to the lsa and deployed. The procedure was concluded. As the patient was being wheeled into recovery, he noted his left arm was getting numb. He was immediately brought back to the operating room where imaging showed that the graft material of the ctag/ ac was covering the lsa. Therefore, a gore® viabahn® vbx endoprosthesis was used as a chimney to restore perfusion to the lsa. The patient tolerated the procedure and was discharged to home on (B)(6) 2020.